Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected due to a fluid loss since there was no cuff coaptation. All components of the existing aus were explanted and replaced with a new aus. There were no patient complications reported.